Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight unknown/not provided by reporter. Unknown when the patient developed adjacent level stenosis / disc disease at the l1-l2 level. This report is for (2) unknown rods/unknown lot number. Unknown part number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an l2-ilium posterior lumbar fusion utilizing synthes uss instrumentation on (B)(6) 2014. At an unknown time, the patient developed adjacent level stenosis / disc disease at the l1-l2 level. There was no apparent product problem with the uss hardware from the (B)(6) 2014 surgery, and the patient had a solid fusion. On (B)(6) 2016, a revision procedure was performed and new uss screws were placed bilaterally from t10-l1. The l2 uss screws, nuts and collars were then removed. When removing the two l2 uss screws, it was noticed that the screws had become bent at some unknown time, (image attached), although this had no apparent effect, as the patient was fused. Extension connectors were placed on the existing rods, and new rods were connected onto the extension connector. No screws were replaced at the l2 level in order to ensure there was room for the extension connector. The surgeon then connected all the new screws to the new rods and tightened everything dow. The procedure was successfully completed. Eight devices will be assessed on this complaint (2 screws, 2 collars, 2 nuts, and 2 rods) this report is 7 of 7 for (B)(4).